Event description:
It was reported by service report that the fowler is stuck at 45 degrees and would not raise or lower electrically or manually. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler bushings and connecting hardware were missing from the fowler to fowler linkage bracket.